Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the inserter broke during the implantation. Implant was almost placed when one 'finger' of the insert ER broke off. Final placement was completed with the help of compactor. No broken fragment of the instrument remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual examination confirms one of the prong tips has broken off. The broken prong is missing and not returned for analysis. Fracture initiation appears to be located at the base of the prong. Optical examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and a shear lip which suggests the direction of fracture. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.